Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Additional information e1 (B)(6).

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated a ¿leakage on filter vent after 46 hours of 5-fu infusion (day 3). Flow rate: 15ml/hr¿. There was no other physical defect noted. The chemo drug did not come into contact with the patient or healthcare provider and there was no impact to the patient/healthcare provider. That the spill was cleaned up per facility protocol but it is unknown if a spill kit was used. The set was replaced, and therapy resumed. The device is not available for return. There was patient involvement but no patient harm was reported. No further information is available for this complaint.

Manufacturer narrative:
Two (2) photos were provided showing the packaging and the drip chamber of the cassette. A red square was marked around the vent plug juncture. A leak was observed below the vent plug juncture. No samples were provided for investigation. The complaint of leakage on the 14687-15 could be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13487794 was conducted and no nonconformities were found that would have led to the reported complaint.